Manufacturer narrative:
A steris service technician arrived onsite to inspect the surgical table subject of the reported event. The technician tested the table and found the hydraulics and electrical systems to be operating properly. The technician stated no issues were noted with the table sensors and that the table was found to be properly calibrated. During the technician's inspection he found that the rubber boot on three of the four floor lock table feet were missing. The missing rubber boots could have caused the table to become unstable or tilt as reported by user facility personnel. The technician replaced the floor lock feet boots, tested the table and confirmed it to be operating properly. No additional issues have been reported. The table is not under steris service contract and is serviced and maintained by the user facility. The operator manual states (pp.1-3), "failure to perform periodic inspections of the table could result in serious personal injury or equipment damage." The operator manual states (pp.5-7), "preventive maintenance schedule: check floor-lock mechanism for proper operation (1x/year)."

Event description:
The user facility reported that during a patient procedure the surgical table tilted towards the head section. User facility personnel stabilized the table and the patient procedure was completed successfully. No report of injury or procedural delays or cancellations.